Manufacturer narrative:
(B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported while using the avea ventilator, it is alarming high fio2. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a defective o2 blender.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was the o2 blender assembly cannot be brought within calibration. The unit has passed all test, calibrations and is working to manufacture specifications. The vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a defective o2 blender.